Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4). No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding in their spleen. The patient had an occasional low-grade fever from (B)(6) 2019. The patient visited a temporary outpatient clinic with a complaint of abdominal pain and underwent a contrast computerized tomography (CT) scan. Bleeding in the spleen was found and the bleed was stopped by a surgical procedure. The patient's international normalized ratio was 2.5, activated partial thromboplastin clotting time 43 seconds, and platelet count was 315,000 /l. The patient received no drug treatment and the patient's anticoagulant treatment at the time of the event was warfarin and aspirin. The cause of the bleeding was unknown. The patient was admitted to the hospital from (B)(6) 2019. The procedure at the time of the readmission was invasive surgery. The patient had a transcatheter vascular embolization performed for a branch rupture of the suprasplenic terminal artery.